Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperative images revealed a proximal type I endoleak. In 2008, a gore excluder aaa endoprosthesis aortic extender component and a bare metal stent were implanted. It was reported that the proximal type I endoleak was successfully repaired, and that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - type I endoleak. The following device was implanted and may have been involved in the event: pxt281414/lot# 04759530.